Manufacturer narrative:
No remote frequency pic failed self-test alarm during self-test noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed self test. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.